Manufacturer narrative:
(B)(4). Concomitant products: guide wire: whisper ms; guide catheter: sprinter 2.5x20 mm. (B)(4) - use after expiration. Evaluation summary: the device was returned for analysis. The failure to advance and device operating differently could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime, xience prime small vessel, and xience prime long length everolimus eluting coronary stent system instructions for use states: note the product use by date. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending (lad) artery with no calcification, no tortuosity and 70-95% stenosis, a whisper ms guide wire was advanced to the distal lad. Pre-dilatation was performed at the mid lad with a 2.5x20 mm non-abbott balloon catheter. A 2.5x33 mm rx xience prime ll stent delivery system (sds) was advanced but could not cross the lesion. There were no interaction of devices. The 2.5x33 mm rx xience prime ll sds was withdrawn from the patient anatomy and a 2.5x15 mm rx xience v sds and a 2.75x18 mm rx xience v sds were advanced and implanted successfully. The physician mentioned that the pushability of the sds was not good for the long length stent as the patient anatomy had no tortuosity and no calcification and the two xience v sds crossed the lesion very smoothly. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided. Analysis of the returned device revealed that the 2.5x33 mm rx xience prime ll sds was used after the expiration date.